Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was felled out of insulin pump. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked case battery side. Device passed displacement test (B)(4).